Manufacturer narrative:
The pump was received with a motion sensor test failure alarm due to an out of phase motor encoder signal. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. Unable to perform functional testing due to the motion sensor alarm anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a motion sensor test failure alarm on the insulin pump. Customer stated that he was sleeping and the alarm woke him up. Customer was assisted in performing the displacement test. Customer could not complete the test. Upon rewind, the customer received a motion sensor test failure alarm. Customer stated that she received the alarm again during another rewind attempt prior to the displacement test. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan, return the pump with the battery, and zero out the basal rates.